Event description:
The device was returned to the service ctr with a report from the customer contact of the device alarmed with a check cassette d alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with a check cassette d alarm code and the pressure sensor calibration drift was noted.

Manufacturer narrative:
During testing, pressure sensor calibration drift was noted. The device alarmed with a check cassette d and check cassette p alarm codes. This was found to be due to the pressure sensor being out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.